Manufacturer narrative:
(B)(4). Device evaluated by MFR. The coil and delivery wire were returned for analysis. The interlocking arm of coil was interlocked in the sheath with the interlocking arm of the delivery wire. The arm of the coil was not attached to the coil. It had been broken off most likely due to a forced retraction of the delivery wire during the procedure. Through the introducer sheath it could be seen that the coil was kinked and stretched from the procedure. The delivery wire was retracted with resistance and the interlocking arm of coil was also retracted successfully. The coil remained in the introducer sheath and the coil had to be cut out. The fiber bundles were covered in blood. The coil was kinked and stretched and the interlocking arm was not attached. The delivery wire was free from damage. The coil zap tip shape and surface was smooth. The interlocking arm of the main coil was broken off from the coil. It was inspected and no damage noted. The interlocking arm of the delivery wire was inspected and no damage noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: the catheter used in this procedure is not compatible with the coil as the coil is designed to be used with a boston scientific imager ii selective diagnostic catheter. Additional information confirmed the catheter was not an imager. Failure to comply with these instructions will impact the performance of the coil and result in the damage to the coil most likely caused by the inability of the coil to be advanced/ retracted smoothly in the catheter and an added resistance being inflicted on the coil. Dfu also instructs the user to begin continuous flush before introducing the coil into the catheter. Continuous flush reduces the risk of retrograde blood flow and/or thrombosis occurring in the microcatheter, introducer and around the coil. Retrograde blood flow and/or thrombosis will cause difficulties advancing the coil in the catheter and will contribute to the friction experienced. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that a coil would not advance in the catheter. A 8mm x 40cm interlock¿-35 was selected to treat the severely tortuous left internal iliac artery. During procedure, the physician deployed the coil through a bern catheter and noticed that the coil was not placing properly in the vessel. The coil was reconstrained and the catheter pop out of the vessel. The coil was completely pulled inside the catheter when the catheter moved out of its location. The coil was recaptured and put on the sterile field. The catheter was then reengage on the target vessel and tried to push the coil back to the catheter. It was then noted that the coil would not advance in the catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is fine. However, device analysis revealed that the interlocking arm of the main coil was broken off from the coil.